Event description:
The physician attempted closure of an arteriotomy site with the starclose device following an interventional procedure. Fluoroscopy was performed prior to the closure but the vessel size and condition are unk. The exact location of the arteriotomy site is also unk, however, the puncture site was noted as being "a little high". Reportedly, the physician "had a hard time getting the thumb advancer in the tissue track. The clip was fired and then the physician pulled out the device and held pressure." It is unknown if hemostasis was achieved with the device or with manual compression. Five (5) minutes later, the pt began to complain of "stomach pain," so the physician held pressure again and took the pt for a computed tomography (CT) scan. The CT revealed a retroperitoneal bleed. Reportedly "the physician held compression again and since it was caught early enough, it turned out okay."it is unk if this event prolonged the pt's hospitalization.